Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2014 for high blood glucose. The customer did not provide any other details about their hospitalization. The customer also reported having sensor errors. No additional information provided.